Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital personnel.

Event description:
It was reported that the patient went into cardiac arrest and CPR was initiated by police. When ems arrived, patient was asystolic. Ems personnel intubated the patient and administered multiple epinephrines prior to hospital arrival. Ems personnel stated they felt the ICD fire once. Additional medications were administered upon arrival at the emergency room, however the patient expired.